Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and completion of investigation. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the fork tubes and cutting loop were bent, melted and bridged over. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined, and the reported was not confirmed. However, the cause of the reported issue it is likely due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the electrode loop over heated and broke into 2 pieces. The issue was found during a trans urethral resection of bladder tumor procedure. The procedure was prolonged by about one to two minutes. The patient's anesthesia and/or sedation was not extended. The procedure did not need to be cancelled or postponed. The procedure was completed with another wa22706s loop electrode. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.